Manufacturer narrative:
As reported, the plug of a 6f/7f mynxgrip vascular closure device (vcd) comes back with the sheath before pushing down the tube. Hemostasis was achieved by manual pressure for 20 minutes. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The vcd was used in a diagnostic procedure using a retrograde approach. The physician had achieved certification on the use of the mynx vcd. The vcd was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no access vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged or visible. The device storage temperature did not exceed 25 degrees celsius. The balloon was fully deflated after shuttling down. There was no over tamping. The device was not returned for analysis. The product history record (phr) review of lot f2307502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the information available for review, it is difficult to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle (although it was reported that the user shuttled down completely). According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the information provided, suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 6/7f myxgrip vascular closure device (vcd) comes back with the sheath before pushing down the tube. Hemostasis was achieved by manual pressure for 20 minutes. There was no reported patient injury. The device was stored and prepped according to the IFU. The vcd was used in a diagnostic procedure using a retrograde approach. The physician had achieved certification on the use of the mynx vcd. The vcd was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no access vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged or visible. The device storage temperature did not exceed 25 degrees celsius. The balloon was fully deflated after shuttling down. There was no over tamping. The device is not being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.